Event description:
It was reported that during a gastric repair the surgeon was using the device to remove a lap band. The device was being tested and the max button worked but the min button made no noise nor did it respond. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 04/03/2009. Information anticipated, but unavailable at this time.